Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one anti-reflec y-set 8" in which a leak was observed. It was reported that when the prn doses were added to the patient controlled analgesia (pca) set up, there was a leak at the tubing adjacent to where the posi-flow was attached. This resulted in the patient not reeving the full pca dose for an hour. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue was confirmed through the evaluation. An assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA. If relevant additional information becomes available, a follow-up report will be submitted.